Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device does not charge. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that the device is not charging. The customer was informed that service could no longer be completed on the unit as the device had reached its end of life (eol) and the device remains at the customer site. The reported problem was verified - the battery was not charging. As the equipment is in eol, there are no replacement parts, and it will be replaced under the maintenance contract with a heartstart xl. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was informed of the end-of-life terms and the device was replaced with a heartstart xl under the maintenance contract. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device end of support life.